Manufacturer narrative:
(B)(4): represents the event of hypokalemia a follow-up MDR will be submitted following evaluation. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
A peritoneal dialysis (pd) patient reported the cycler was alarming with ¿drain complication encountered¿ message during drain 1 of 4. The following day the patient presented to the clinic with complaints of drain pain and suspected peritonitis. Follow-up with the patient¿s peritoneal dialysis nurse (pdrn) reveals that the patient¿s peritoneal fluid was cultured and was gram stain positive for staphylococcus epidermis. The patient was treated with intravenous antibiotics (2 grams vancomycin). Medical records show that approximately a week following diagnosis of peritonitis in the clinic, the peritoneal dialysis patient presented to the emergency room on (B)(6) 2016 with shortness of breath, general weakness and abdominal pain. The patient reported increased abdominal distention, subjective fevers, lower extremity edema and shortness of breath over the past week. The patient also reported that she was only emptying half of the fluid at the end of peritoneal dialysis with a 12 pound weight gain over the past week. Examination of the patient found the patient to be afebrile, white blood cell count normal, chest x-ray with acute process and acute abdominal series without obstructive pattern and scattered stool in the colon. The fluid culture obtained showed no growth. The patient was admitted to the hospital and treated with empiric antibiotics. The fluid overload was reported as likely secondary to transient peritoneal catheter malfunction. Peritoneal dialysis was initiated and increased to 2.5% at the hospital from the 1.5% at home and reported to drain well. The patient was advised to continue at 2.5 % for the next few days. The shortness of breath resolved with some improvement of the abdominal distention and lower extremity edema. Upon admission the patient also had increased blood pressure which was reported in the medical records as likely secondary to the fluid overload and improved following peritoneal dialysis. The erythropoietin stimulating agent was resumed per protocol to treat the patient¿s anemia of chronic disease. The patient was also treated with potassium replacement for hypokalemia. The patient was discharged from the hospital on (B)(6) 2016 with a return to baseline. The patient was afebrile and denied shortness of breath, chest pain, and pain controlled. The patient will follow up with internal medical and infectious disease following discharge.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
A peritoneal dialysis (pd) patient reported the cycler was alarming with ¿drain complication encountered¿ message during drain 1 of 4. The following day the patient presented to the clinic with complaints of drain pain and suspected peritonitis. Follow-up with the patient¿s peritoneal dialysis nurse (pdrn) reveals that the patient¿s peritoneal fluid was cultured and was gram stain positive for staphylococcus epidermis. The patient was treated with intravenous antibiotics (2 grams vancomycin). Medical records show that approximately a week following diagnosis of peritonitis in the clinic, the peritoneal dialysis patient presented to the emergency room on (B)(6) 2016 with shortness of breath, general weakness and abdominal pain. The patient reported increased abdominal distention, subjective fevers, lower extremity edema and shortness of breath over the past week. The patient also reported that she was only emptying half of the fluid at the end of peritoneal dialysis with a 12 pound weight gain over the past week. Examination of the patient found the patient to be afebrile, white blood cell count normal, chest x-ray with acute process and acute abdominal series without obstructive pattern and scattered stool in the colon. The fluid culture obtained showed no growth. The patient was admitted to the hospital and treated with empiric antibiotics. The fluid overload was reported as likely secondary to transient peritoneal catheter malfunction. Peritoneal dialysis was initiated and increased to 2.5% at the hospital from the 1.5% at home and reported to drain well. The patient was advised to continue at 2.5 % for the next few days. The shortness of breath resolved with some improvement of the abdominal distention and lower extremity edema. Upon admission the patient also had increased blood pressure which was reported in the medical records as likely secondary to the fluid overload and improved following peritoneal dialysis. The erythropoietin stimulating agent was resumed per protocol to treat the patient¿s anemia of chronic disease. The patient was also treated with potassium replacement for hypokalemia. The patient was discharged from the hospital on (B)(6) 2016 with a return to baseline. The patient was afebrile and denied shortness of breath, chest pain, and pain controlled. The patient will follow up with internal medical and infectious disease following discharge.